Event description:
Reporter indicated that the laptop programming computer would not "boot up." Troubleshooting was done by manufacturer representative, but event did not resolve. The laptop was returned to the manufacturer and an analysis was performed. During the analysis it was identified that the laptop would not recognize the hard drive and the vns software would not load as a result. The cause for the anomaly is associated with a faulty electrical connection between the hard drive and mother board. Once the hard drive was reseated, the laptop performed with no observed anomalies.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.